Manufacturer narrative:
H6: patient codes: added cardiac arrest.

Event description:
It was reported that a perforation, pericardial effusion, cardiac arrest, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed. No pericardial effusion was noted pre-procedure. After multiple attempts of deploying a 24mm watchman flx closure device with a double curve watchman access system (was), it was decided to switch to an anterior curve watchman access system to obtain more anterior depth. A new 24mm watchman flx device was also used. The was was advanced into the laa and the unsheathing method was used to deploy the device, however, echocardiography confirmed the device was deployed too deep. A partial recapture was attempted and upon pulling back the sheath, a large pericardial effusion was noted on the anterior wall. A perforation was caused by the was going through the laa, but this was not realized until after the recapture and repositioning attempt for the second deployment with the device being deployed via the hole created by the was. A cardiac tamponade was also noted. An unsuccessful pericardiocentesis was attempted in which the physician punctured the patient's lung during this attempt. After multiple attempts, a drain was successfully placed and 1900cc of fluid was removed from the pericardial space. A code was called and chest compressions were performed on the patient. Once the patient was stable enough to transport to the operating room, the surgeon performed open heart surgery to suture the perforation in the laa and a clip was placed upon completion of the surgery. As of 20 april 2021, the patient was stable and extubated in the hospital.

Event description:
It was reported that a perforation, pericardial effusion, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed. No pericardial effusion was noted pre-procedure. After multiple attempts of deploying a 24mm watchman flx closure device with a double curve watchman access system (was), it was decided to switch to an anterior curve watchman access system to obtain more anterior depth. A new 24mm watchman flx device was also used. The was was advanced into the laa and the unsheathing method was used to deploy the device, however, echocardiography confirmed the device was deployed too deep. A partial recapture was attempted and upon pulling back the sheath, a large pericardial effusion was noted on the anterior wall. A perforation was caused by the was going through the laa, but this was not realized until after the recapture and repositioning attempt for the second deployment with the device being deployed via the hole created by the was. A cardiac tamponade was also noted. An unsuccessful pericardiocentesis was attempted in which the physician punctured the patient's lung during this attempt. After multiple attempts, a drain was successfully placed and 1900cc of fluid was removed from the pericardial space. A code was called and chest compressions were performed on the patient. Once the patient was stable enough to transport to the operating room, the surgeon performed open heart surgery to suture the perforation in the laa and a clip was placed upon completion of the surgery. As of 20 april 2021, the patient was stable and extubated in the hospital.